Event description:
It was reported that the perforator on the motor device could not be put on the cord. During in-house engineering evaluation, it was observed that the device had low rotations per minute (rpm). It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of december, 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had rotational movement between the housing and the swivel; and low rotations per minute (rpm). The rotational movement was a result of loctite deterioration. It was further identified that the device showed signs of damage that was caused by the sterilization process/immersion during cleaning, which is failure to follow the directions for use. The low rpms was most likely because the housing was loose, allowing air to escape and the pressure required by the motor to decrease. The assignable root cause of the component damaged was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.